Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Related complaint: MFR.# 3007042319-2017-02899. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads).  The article describes five patients supported by left vads. Two patients required surgical exploration for control of bleeding. One patient was discharged home with their lvad. Four of the patients were successfully transplanted and subsequently discharged from the hospital. Two patients experienced cardiac tamponade. One on postoperative day (pod) 5 and one on pod 7.